Manufacturer narrative:
Mattress discarded.

Event description:
It was reported via repair work order that the mattress was stained due to fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.